Manufacturer narrative:
There was no button error alarm and no blank display during testing. The insulin pump had an unresponsive act button due to unlocked lcd keypad connector. The device was unable to perform the operating current test due to unresponsive button. The insulin pump had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 265 mg/dl. Troubleshooting for keypad anomaly was performed and customer advised the act button is unresponsive. Customer advised they attempted to deliver a bolus and the display screen was blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.